Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916, batch#: rehz0310. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: rcc received a complaint via email. When administering men c vaccine, the needle became detached from the hub of the syringe and most of the vaccine squired out and did not inject. Manufacturer code/model: 305916. Serial or lot number: (B)(6).

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: it was reported the needle came detached from the hub. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister top web. No other information could be obtained from the photo. A device history record review was completed for provided material number 305916, lot rehz0310. The review revealed there were no deviations identified or associated with the reported defect during manufacturing, packaging or the quality control inspection process. All necessary inspections were performed, and the lot met all release criteria. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.